Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro analyzer. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced ise tubing, reference and measuring na electrodes, cl and co2 electrodes, flowcell, carbon bridge and decontaminated the ise system to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their unicel dxc 600 pro analyzer. There was no report of injury or impact to patient treatment in association with this event. The customer did not specify the number of erroneous results generated. Calibration, controls (qc) and patient data were not provided. The customer did not provide examples of the erroneous results.